Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the logs show a gas gain alarm, no autofill alarms. Explained to the customer that the course of action in the operators manual, is it initiate another autofill and continue therapy. The fse performed leaked checks, functional tests, and pumped on a test balloon. Could not duplicate a gas gain alarm. Returned the machine for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on transport the cardiosave intra-aortic balloon pump (iabp) displayed a gas gain alarm. Customer turned machine on and off and the alarm cleared and they continued therapy. No patient harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.